Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer successfully cleared the alarms after performing an infusion set change. Customer's blood glucose level ranged between 91-92 mg/dl.